Event description:
It was reported by the rep the device was used during a laparascopic herniorrhaphy. It was reported the doctor attempted to ligate the vessel with an er320 clip applier. On the first application to the structure the vasculature was divided & no clip was placed. The procedure was completed open. The device is being held by risk management. 07/16/1998 the risk manager called to say the clip applier was thrown away. Risk manager also said she will be filing a medwatch which will state the tissue tore instead of clipped. There was some bleeding involved & a ussc ml clip was used to control it.